Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
During an ablation procedure, it was reported that following the initial 3-d value metric probe void scan, a possible bleed near the surface of the skull was noted on the left side. The surgeon proceeded with the ablation. Following the ablation, the surgeon took a flair scan and a bleed was confirmed and had progressed. The surgeon decided to follow laser probe removal with an open craniotomy.